Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 350 (mg/dl) and ketones. During troubleshooting with tandem technical support, pump the pump performed as intended. Recommendation was made to use room temperature insulin and to change infusion site. Customer administered correction boluses to stabilize bg levels.